Event description:
The client inserted the catheter into the patient for IV therapy and found a leak in the hub-catheter connection during the administration of normal saline.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the batch. From the returned actual sample, observed split tubing at the metal wedge flaring site, which caused leakage near the nose of adapter. The assembly process was reviewed. The line 5 isam machines, where the catheter tubing was flared onto the metal wedge was reviewed and there was no machine issue observed which could cause the observed split tubing. Hence, it was suspected that the split tubing could be caused by tubing defect, which caused the tubing to be weakened and split when flared onto the metal wedge during assembly. Surface defect (scratches) was observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. It was suspected the surface defects observed could be due to the winding process during the tubing extrusion process, whereby 2 piles of tubing wind to 1 drum caused "stickiness" of adjacent tubing layers hence resulting in tear during backwinding. The following action was implemented on (B)(6) 2024 as the correction action for similar quality notification to address surface defects on catheter tubing due to winding process: updated winding on drum from 2 pile 1 drum to 1 pile 1 drum for vialon-e 20g, 22g and 24g in extrusion process master and run sheet. This reported batch was produced before the action implementation. Based on the complaint history review, this is the first complaint reported for leakage at catheter junction for this reported batch. Therefore, this is most likely an isolated case. The occurrence rate for leakage defect for tuas insyte products is low based on number of complaints received per sales volume in the past 12 months. The complaint trend for this batch will continue to be tracked and monitored. As current control, there is an outgoing functional test in place to check for catheter tubing leakage. There is also outgoing and in-process visual inspection in place to check for split or damaged tubing.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked. The client inserted the catheter into the patient for IV therapy and found a leak in the hub-catheter connection during the administration of normal saline.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.